Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "patient had a loose tibial component. The surgeon removed the insert, femur and plate and replaced with triathlon ts components. There were no initial op reports available and we were unable to ascertain lots/sizes etc."